Event description:
Home patient (hp) contacted baxter's technical svc ctr for assistance during dwell 1/4 of apd therapy. Hp noticed a pinhole in the tubing, which resulted in a leak. The tech assisted the hp in ending therapy and hp was advised to contact their nurse. Follow up with the hp indicated they contacted their physician and was seen at the office the next day. No symptoms were present and no medical intervention was provided per rn.